Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per the event description, " the patient will not agree to an rhc to allow the site to investigate the cause of the dampened waveforms. The site has no plan moving forward but the abbott rep did let them know that the readings are dampened and need to be investigated." A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.